Manufacturer narrative:
Device used for treatment, not diagnosis device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that while drilling in the scaphoid 2.0 mm cannulated drill bit broke while using an air motor. When placing the screw into the bone of the patient the tip of the screwdriver broke. This occurred during the final torque to conceal the screw head into the patients bone. There were no fragments remaining in the patients bone. Both the drill bit and screwdriver were changed and the surgery was completed without any surgical delay. This report is 1 of 2 complaint (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the measurable dimensions of the received drill bit cannot be verified anymore due to the damage. The inspection records in the manufacturing documents show that the device was according to the specification back then. The examination of the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard for stainless steel. No product fault could be detected. Based on the provided information we are not able to determine the exact cause of this occurrence. It is likely that a mechanical overload during use, par example by an excessive metallic contact with the guide wire, caused this breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.